Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the returned complaint device revealed visible signs of clinical use. There were some signs of galling to the distal end of the outer shaft. Damage was seen on the cutting surface of the outer tip surface. Several teeth had been dulled and slightly bent and one tooth completely missing on the inner tip surface. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device (side-loaded) or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: - before beginning the procedure, verify compatibility of all instruments and accessories. - plug in and set up the generator according to the instructions in the manufacturers¿ manual. - select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. - inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. - do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. - do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. - the tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. - do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the blade of an arthroscopic shaver shattered inside the patient and pieces scattered throughout the site. The pieces were removed using graspers and the device was replaced, leading to a delay of 10 minutes. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.